Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. With respect to the returned unit, it has passed all specific functional testing requirements. The unit was received with the lock having both rotational and lateral movement. Also it was hard to lock but it does lock. A residue buildup was present. The unit needed new components added to replace worn internal parts. The device was manufactured in q3 of 2011. This device has exceeded its expected life of 7 years. Complaint was not confirmed.

Event description:
A customer reported that a a1059 mayfield modified skull clamp did not lock. No patient injury was reported. Additional information has been requested but no further information was provided by the customer.